Event description:
It was reported to boston scientific corporation that an orise proknife was used during a colorectal endoscopic submucosal dissection procedure performed on (B)(6) 2021. During the procedure, about 7 hours into the 11.5 hour procedure, the electrode was not visible. It was removed out of the forceps hole and attempted to be cleaned, however, the electrode did not come out at all. At that time, when the handle was used to operate the electrode in and out of the sheath, it was felt that the inner sheath was moving properly even at the tip of about 5cm in the sheath. Therefore, it was concluded that it was not that the electrodes did not come out, but it has detached in the first place. It is uncertain where the electrode detached. The procedure was completed with another orise proknife device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of electrode detachment. Block h10: investigation results: one orise proknife was received for analysis. Visual analysis of the returned device found no problems with the handle and working length, however the electrode was not present at the tip of the device. No other issues were noted. Based on all available information and the condition of the returned device, it is likely that procedural factors, such as the length of time used, power settings required, handling technique, and/or tissue composition resulted in the electrode detachment. The investigation concluded the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labelling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. There were no issues found with the translation, wording, or graphics in the dfu.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an orise proknife was used during a colorectal endoscopic submucosal dissection procedure performed on (B)(6) 2021. During the procedure, about 7 hours into the 11.5 hour procedure, the electrode was not visible. It was removed out of the forceps hole and attempted to be cleaned, however, the electrode did not come out at all. At that time, when the handle was used to operate the electrode in and out of the sheath, it was felt that the inner sheath was moving properly even at the tip of about 5cm in the sheath. Therefore, it was concluded that it was not that the electrodes did not come out, but it has detached in the first place. It is uncertain where the electrode detached. The procedure was completed with another orise proknife device. There were no patient complications reported as a result of this event.